Manufacturer narrative:
Date sent to the FDA: 01/22/2021 additional information: d9, h6 a manufacturing record evaluation was performed for the finished device lot number qcmjeh, and no non-conformances related to the reported complaint condition were identified. Additional h-3 summary: photo analysis: a picture was received for evaluation. Upon to visual inspection of the picture, a plastic bag with a labeled winding former with a suture appears to be broken of product code sxpp1a405, lot qcmjeh could be observed. No conclusion could be reached as on what caused the reported complaint, since the sample was not returned for analysis at that time. Actual sample: an empty labeled winding former and a dispensed needle/suture of product code sxpp1a405 was received for evaluation. During the visual inspection of the sample, the swage and attachment area were noted to be as expected. The needle was noted with marks that appear to be by use of surgical instrument. The suture was examined along of the strand and some barbs present damaged and body fluids. The fixation tab was broken at two sides and marks that appears to be by use of a surgical instrument could be observed. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint #: (B)(4). (B)(4). Attempts have been made to retrieve the device. To date, the device has not been returned. If the device, or further details are received at a later date, a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.

Event description:
It was reported that a patient underwent a knee surgeryon (B)(6) 2020, and barbed suture was used. During the procedure, the fixation tab broke. There were no adverse patient consequences reported. No additional information was provided.